Event description:
A customer reported to olympus an unspecified complaint regarding the evis exera iii colonvideoscope. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: whiteish foreign material was found inside the jet channel due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, the air/water cylinder had no color. The suction cylinder had no color. The scope cover was shaved. Flexibility adjustment ring had a scratch. The scope connector case unit had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover had a dent. The light guide lens had a chip. The adhesive on the bending section cover was detached. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Event description:
A customer reported to olympus an unspecified complaint was found during the device maintenance. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.